Event description:
It was reported to a covidien representative that a patient with barrett¿s esophagus with high grade dysplasia and a history of endoscopic mucosal resection (emr) underwent a routine endoscopy and scheduled radiofrequency ablation (rfa) procedure using a barrx90 ablation catheter on (B)(6) 2014. The patient had a long history of recurrent strokes and severe heart disease. Ten days post rfa procedure, it was reported by the patient¿s wife that he had a large meal and then felt unwell, with possible hematemesis. The patient presented to the hospital severely hypotensive. An upper endoscopy revealed no frank bleeding at the previous rfa site. Unremarkable oozing at rfa site was seen per treating physician, who attempted to place a surgical clip at the site but was unsuccessful. A chest x-ray performed was clear. The patient was admitted to the hospital and was found to be profoundly septic. The patient was intubated and died shortly thereafter. The patient¿s physician believes that rfa was not the cause of the patient¿s sepsis. He referred to the rfa procedure as an ¿associated event¿ but not the cause of death. The patient had a history of bile duct stones and a biliary stent. The physician stated that the sepsis may have been from a bile duct infection or an unknown focus of infection. No other information was available. This event is being reported out of an abundance of caution.

Manufacturer narrative:
Device was not returned; therefore, no evaluation was performed. Should additional information be obtained pertinent to this event, a follow-up report will be submitted. (B)(4).